Event description:
It was reported to boston scientific corporation in 2008, that an endovive safety peg kit device was used during a peg placement procedure the day before. According to the complainant, during the procedure "the scalpel was in the locked position. If they could get it opened, it would stay open. A basic scalpel was used to complete the procedure." No patient complications were reported as a result of this event. The patient's condition was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.